Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: update rec'd 03/26/2014 - the rep reported that the patient had increased cobalt and chromium levels. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and dislocation.

Manufacturer narrative:
Patient was revised to address pain and dislocation. Update (B)(6) 2014 - rep supplied metal ion levels over the phone as stated by the physician's assistant. Levels are: chromium- 17.2; cobalt chromium-18.6. -ak. Update rec'd (B)(6) 2014 - the rep reported that the patient had increased cobalt and chromium levels. There is no new information that would change the existing MDR decision. Doi (B)(6) 2009 - dor (B)(6) 2014 (left hip). The devices associated with this report were not returned. Per (B)(4), a review of the device history records is no longer required for the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.